Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v470263, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) via a health care provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient had an infection at the pocket/implant site. The patient had the ins and tined lead removed. The hcp then irrigated the pocket. No device allegations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.